Manufacturer narrative:
An ekosonic mach4 135cm/50cm catheter, catalog number 500-56150, serial no. (B)(4), was returned for evaluation. The reported difficulty in advancing the msd into the iddc was replicated at ekos by employing a representative msd of the same working and treatment zone lengths. It is presumed that the reported and duplicated resistance to advancing the msd led to the msd buckling and this is what caused the msd fracture. A definitive root cause could not be identified, but this appears to be a use-related event. Manufacturing records were reviewed and all applicable procedures were followed and appropriate quality inspections were performed prior to release of the catheter. Detailed process review was conducted as part of the investigation. Though there was no harm to the patient, a device malfunction such as this has the potential for harm if it were to recur.

Event description:
Customer was placing the ekos msd into the ekos iddc on one side of a bilateral dvt case. Customer could only advance the msd about 25cm then stopped. Customer removed the msd wire and flushed through the back hub with no resistance and then tried advancing the msd wire again with no success. Customer then switched out the entire ekos catheter system for an new one and it was placed with no issues. The patient did well and there were no further problems with the treatment. Upon examination of the returned catheter, a fracture of the msd was found.